Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that a strong smell of insulin noted in the reservoir compartment. It was stated that the customer changed the reservoirs six times in a week. No further information was provided.